Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was not further identified. The peritonitis was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for the event. Treatment details were unknown. On an unknown date during hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. Eight days admission, the patient was discharged from the hospital. At the time of this report, the patient remains on hemodialysis therapy and is recovering. No additional information is available.

Manufacturer narrative:
(B)(4) report date corrected to (B)(4) 2015. Should additional relevant information become available, a supplemental report will be submitted.